Event description:
It was reported that during the implant of the right ventricular lead, the lead could not be positioned well and could not be extracted. The lead was left inside the body and set to inactive. A new lead was implanted. The patient is a participant in (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.